Event description:
It was reported that the physician implanted a helex septal occluder in 2008, to close a pfo (patent foramen ovale). A 20mm device was implanted with no balloon sizing. The patient had an unrelated abdominal CT the following month. During the exam it was discovered that the occluder was snared out and a competitor device was implanted. The explanted device was discarded. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Incorrect size/selected occluder is too small.